Event description:
It was reported that the wires were placed on top of the device, and it appeared as if they might come through the skin. The patient was uncomfortable. When the pocket was revised, both atrial and ventricular setscrews became stripped. Therefore, the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.